Event description:
It was reported that a patient incident occurred on (B)(6) 2020. There was an alleged of over infused with 8015/8100 devices. At this time is unknown if patient was harmed.

Manufacturer narrative:
The report of an alleged overinfusion could not be confirmed. Log analysis results: the pcu event log shows two pump modules (pump module s/n (B)(6) and pump module s/n (B)(6)) were in use between 16 november 2020 and 17 november 2020 and were programmed to infuse multiple drugs. The drugs were not identified due to the customer¿s dataset was not provided. Details regarding the event were not provided and a determination whether an overinfusion took place could not be made. A review of the device error logs found no errors during the time of the reported event. The root cause of an alleged overinfusion was not identified. Device history review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 05 december 2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 19 december 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only the event logs were provided for investigation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a patient incident occurred on (B)(6) 2020. There was an alleged of over infused with 8015/8100 devices. At this time is unknown if patient was harmed.